Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2018-02602. During follow up, increased pacing threshold was noted on right ventricular (rv) lead. Diagnostic imaging was preformed to confirm (rv) lead dislodgement. A lead revision was preformed. During lead revision cardiac perforation was noted and a pericardiocentesis was performed; the patient was in stable condition.